Manufacturer narrative:
A ge service representative performed an onsite investigation. The footswitch was identified as requiring repair and was ordered for replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported un-commanded x-ray from the foot switch. There was no report of unintended dose to a patient or user related to the event. There is no report of a patient injury or death.